Manufacturer narrative:
(B)(4). The site indicated that the incident unit will not be returning to the manufacturer for evaluation. If additional information pertinent to the incident presents itself, a follow-up report will be submitted. Reference number: (B)(4).

Event description:
A patient had metastatic cancer and was having the sharkcore endoscopic ultra sound procedure done to get biomarkers placed for an investigational drug. There were biopsies taken of the pancreas with a 22 gauge sharkcore during the case, and the patient passed away an hour later while in recovery. As per the treating physician the death is not related to the device or the procedure. According to the physician, the most probable cause of death is a saddle pulmonary embolism or right sided heart attack.